Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior mitral leaflet for a mitraclip procedure. During the procedure, one of the grippers would not lower while grasping the leaflets. Troubleshooting was performed but was unsuccessful. It was replaced with new device and clip was implanted. However, gripper was attached to the leaflets and was not able to remove before the deployment. After deployment, the clip was stable on both leaflets. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.